Event description:
Healthcare professional reported "a few days" after injection with an unspecified type of juvederm voluma to "give an 8 point lift and put a tiny amount in the nasal area," patient was treated with antibiotics for tonsillitis. Following treatment of antibiotics, the injected sites "became tender" and "palpable." Patient was additionally prescribed "prednisolone."

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of tonsillitis, tenderness, and a "palpable" injection site are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.